Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Because the load in the loosening direction is applied when the patient circuit is attached or detached. Tighten the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted. The cause of the reported problem was traced to the device design. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI and operator of device are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.